Manufacturer narrative:
The device was evaluated on-site by an olympus field service engineer (fse), and there was no issue found; the fse suspected the cause of the b30 errors was the endoscopes. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that a b30 error occurred with all scopes while using the evis exera iii xenon light source. There was no patient involvement or harm associated with the event.